Event description:
An error message was reported with the freestyle libre sensor. Customer experienced a loss of consciousness and a "replace sensor" message was received when attempting to test the customer after 4 days of sensor wear. A reading of "0.21" was obtained on an unspecified device and customer was treated with orange juice by her husband. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The date of event is unknown. The date entered in is based on the customer's report of "1 month ago". All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The date of event is unknown. The date entered in is based on the customer's report of "1 month ago". All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre sensor. Customer experienced a loss of consciousness and a "replace sensor" message was received when attempting to test the customer after 4 days of sensor wear. A reading of "0.21" was obtained on an unspecified device and customer was treated with orange juice by her husband. There was no report of death or permanent impairment associated with this event.